Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when surgeon implanted the new liner, upon reducing the hip they heard a crack. It was indicated that this poly cracked in the exact same matter as the one removed. The surgeon retained the poly and said that he thinks it cracked because of the reduction technique, not product failure. No pieces were broken off from the poly, that was kept in the patient. Surgery was delayed due to discussion. No product is returning. Doi: (B)(6) 2022. Affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device 121828650, lot j8842y, and no non-conformances / manufacturing irregularities were identified.